Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic due to concern of pacemaker mediated tachycardia, device interrogation revealed p waves were decreased as compared to r waves on electrogram which was covered up by blanking. The x-ray revealed slight dislodgement of the right atrial (ra) lead, but lead was still in right atrium. The physician made programming changes. The patient was asymptomatic and unaware of the lead issue. The patient was stable and will continue to be monitored.